Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use. The procedure was completed successfully and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed and not returned. There were no defects found. Significant amount of dry blood noted within the stent delivery catheter and hub. Functional inspection: an attempt was taken to remove the stent stabilizer from the stent delivery catheter for further analysis; however, the device could not be flushed due to significant amount of blood within the catheter, and the stent stabilizer could not be pulled back due to significant friction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent delivery catheter friction' was confirmed during the analysis based on the resistance noted between the stabilizer and the delivery catheter during analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There were no anomalies noted to the device prior to use on the patient. The stent delivery system was flushed with saline prior to use but it is unknown if continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the system was guided to the target site, but could not be deployed because the outer catheter could not be pulled'. The stent was not returned for analysis. It is unclear from the event description or from the follow-up questions when the stent was deployed from the catheter system. The delivery catheter outer body was returned and was undamaged. The delivery catheter inner body (stabilizer) was returned for analysis but it was not possible to inspect the full length of the stabilizer due to the significant amount of dried blood present within the device. This suggests that insufficient continuous flow may have been a contributing factor in this complaint device. Note: in the follow-up query process the operator was asked if continuous flush was maintained and answered 'unknown'. The as reported code "stent delivery catheter friction" as well as the as analyzed 'stent stabilizer/catheter friction', and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.